Event description:
It was reported that during an implant attempt, the right ventricular lead had high impedance, low sensing values, and no capture. The physician also noted that the insulation on the lead was more slippery. Another lead was attempted. This lead also had high impedance, low sensing values, and no capture. The lead was repositioned from the apex to further up the septum and the values were fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and the lead was damaged at implant.